Event description:
Procedure type: sigmoidectomy. According to the reporter: the instrument stapled and cut, then jammed on the tissue. The procedure was converted to open surgery. The patient is currently well.

Manufacturer narrative:
(B)(4).